Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit on to the pump. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was approximately 150 mg/dl.